Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had a fractured right atrial (ra) lead. This ra lead was abandoned surgically due to what appeared to be a subclavian crush. No additional adverse patient effects were reported.